Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found that partial lead was returned. The insulation was abraded at 14.7 cm to 14.8 cm from the connector pin, which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. Initial reporter: reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory.